Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was noted. There were no other anomalies and the patient was asymptomatic. The physician elected to change the sense vector to tip to coil. The patient will be followed normally.